Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, it functions properly. The device history record reviews no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Complaint event was unconfirmed. The root cause is unknown. However, review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support. Linked to mfg report number: 3004608878-2018-00290.

Event description:
This is 1 of 2 reports. An integra account manager requested on behalf of the customer that a loaner for the a3059 mayfield composite series skull clamp was needed for an unknown event. It was not specified whether the device was in contact with the patient of if there was an alleged injury. There was no information provided regarding surgery delay. Additional information was received on (B)(4) 2018, stating that the torque knob felt loose even when it screwed down. The reported date of the incident was on (B)(6) 2018 (request for clarification for this date has been sent). The patient was in pins and torqued appropriately and the surgeon noted that there was a significant "wobble" with the head. There was a 30-minute surgery delay. Additional information has been requested.